Event description:
Event reported through clinical study follow up, that approx 6 days post implant, the pt experienced a neurological-embolic event of the left main cerebral artery and left anterior cerebral artery. Treatment was started with asa & lorenox, heparin/coumadin. Symptoms of right hemiplegia and aphasia remain. The valve remains implanted and functioning as intended.